Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. Boston scientific technical services (ts) referred the patient to the physician. The rv lead remains in service. No adverse patient effects were reported. Additional information indicates that the right ventricular (rv) lead was explanted and a new lead with a different model was placed. No additional adverse patient effects were reported.